Event description:
The reporter stated that the sets are coming apart during setup. There was no pt injury or treatment associated with this event. The date of the actual incident is unk at this time.